Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable chol2 cholesterol gen.2 result for one patient sample. The initial result was 0.15 mmol/l and was reported outside the laboratory. The doctor identified the error and informed the laboratory. The repeat result was 4.34 mmol/l. The patient was not adversely affected. The reagent lot number was 13126801 with an expiration date of 10/31/2016. The field service representative stated that maintenance was carried out as per recommendations and the analyzer status looked very good. There were no issues with other assays. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the calibration and qc data provided, a general reagent could be ruled out. As other assays tested at the same time had low results and "sample short" alarms were noted in the analyzer alarm trace, the issue was most likely sample related. It was noted the customer used a sample centrifugation time of only five minutes at 4300 rpm. This seems very low and may have affected the sample quality.